Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
It was reported the device was implanted and out of service. It was noted the implant date was (B)(6) 2007. It was reported the neurostimulator did not work and the patient had not used it in years. It was noted the patient wanted it explanted. It was unknown if any diagnostic testing or troubleshooting had been performed, and unknown it the issue was resolved, or if the cause of the issue was determined. It was logged that the patient status at the time of the report was alive with no injury. It was noted there were no patient symptoms or complications associated with the event.